Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure it was noted that the fiber "was end firing" and "tissue debris noted on the fibre". It is unknown how the procedure was completed. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 213,050 joules used and 31:02 minutes expended on the failed fiber. The tip of the fiber was cleaned during the procedure.

Manufacturer narrative:
Event description: corrected.

Event description:
The failed fiber was exchanged and a second fiber was used to complete the procedure. Patient outcome: "stable" reported.